Manufacturer narrative:
A 60-year-old female patient had a revision knee arthroplasty on (B)(6) 2024 due to the aseptic loosening of a medacta gmk sphere knee implant, which was originally implanted in 2021. No further information is currently available. It is unclear if the loosening occurred on the implant-cement interface or on the bone-cement interface. However, the medacta gmk sphere knee implant was registered in the USA in 2014, and 159 entries regarding aseptic revisions all due to joint laxity can be found in maude since 2020. 16 of these cases included "loosening of implant not related to bone-ingrowth". Early aseptic loosening of cemented total knee arthroplasty (tka) can occur due to several reasons: - malalignment: incorrect alignment of the implant can lead to asymmetric loading, which can cause early loosening. Varus malalignment is more frequently associated with early loosening than valgus malalignment. - poor cementing technique: if the cement does not interdigitate well into the cancellous bone, it can lead to non-progressive radiolucent lines less than 2 mm under the femoral or tibial component after cemented arthroplasty. Radiolucencies more than 2 mm are associated with greater rates of loosening. - implant design and material: the design and material of the implant can also influence the risk of aseptic loosening. Certain designs or materials may not integrate as well with the surrounding bone, leading to loosening. - patient factors: factors such as the patient's weight, activity level, and bone quality can also influence the risk of aseptic loosening. - surgical technique: the surgical technique used during the procedure can also impact the risk of aseptic loosening. For example, inadequate preparation of the bone surface before cementing can lead to poor cement-bone interface, contributing to early loosening. Based on the batch record review no product deficiency could be identified. As currently no further information is available a causal relationship cannot be excluded.

Event description:
Aseptic loosening of a cemented right knee tka placed in 2021 at university hospital geneva, switzerland. List of implants: medacta gmk sphere primary cemented femoral component; ref 02.12.0023r; lot 2003249 resurfacing patella; ref 02.07.0034rp; lot 2009204 fixed tibial insert; ref 02.12.0210fr; lot 2008559 palacos r+g cement 2x40; ref 66017747; lot 95284957.